Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Inspection revealed a pinhole in the balloon material, 2mm distal from the proximal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and distal right coronary artery. A 2.50mmx15mm apex balloon catheter was advanced for dilatation. However, on the first inflation, for 5 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with rotablation. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and distal right coronary artery. A 2.50mmx15mm apex¿ balloon catheter was advanced for dilatation. However, on the first inflation, for 5 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with rotablation. No patient complications were reported and the patient's status was good.